Event description:
A venous air alarm and an arterial air alarm occurred during two consecutive routine hemodialysis treatments, which could not be resolved by the operator. Treatments were discontinued without rinseback of the pt's blood resulting in a blood loss of 190cc for each treatment. Hb decreased from 10.8 g/dl on (B)(6) 2011 to 8.1 g/dl on (B)(6) 2011. Standard epogen dosing was increased on (B)(6) 2011 (16 days post event) from 5,000 units 3x/wk to 10,000 units 3x/wk. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the extracorporeal circuit. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.